Event description:
A report was received from a peritoneal dialysis pt's rn that the pt's catheter extension tubing set had a hole in it. As reported by the pt's nurse, the extension tubing set was last changed on (B)(6) 2011. A new catheter extension tubing set was placed by the pd rn and a dose of antibiotics was given prophylactically on (B)(6) 2012. There is no known pt ill effect. The pt continues will pd therapy.

Manufacturer narrative:
(B)(6).